Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has been intubated since (B)(6) 2022 for unknown reason and may have experienced possible infection at an unknown site. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue. Additional report advise serous drainage was present.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.